Event description:
New information indicated that the patient presented for a follow-up on (B)(6) 2024, and device reprogramming was made to address post-sensed t wave over-sensing. The patient was asymptomatic.

Event description:
It was reported that the device exhibited post sensed t-wave over-sensing. Device reprogramming was discussed but not made at this time. No patient symptoms were reported.